Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin. Reportedly, the customer was unsure if the initial fill estimate displayed 180 units or an accurate fill estimate of over 180 units of insulin. There was no impact to the customer's blood glucose level.